Event description:
The complainant reported a red alarm upon power up of this console for a patient case. A new console was used without any harm to the patient. No additional information available.

Manufacturer narrative:
The investigation for the reported aic - battery failure (red alarm) issues has been completed. The controller device has been returned for evaluation. The cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.